Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed. The service evaluation revealed both inflow and outflow motor are worn out and the rubber foot is torn.

Event description:
It was a suction power insufficient reported. Borrowed last year in the rep. Since then has not been used. Customer is not be able to work with our rental item. The problem was noticed after surgery. There was no harm for patient, operator or third party reported. No further information was received.